Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time communication during interrogation attempts were unsuccessful. Multiple programmers were used as an attempt to resolve the issue however the interrogation was unsuccessful as telemetry could not be established. The device did respond to magnet application with a rate of 100 bpm. An x-ray confirmed the device model and serial and continued attempts were tried for several consecutive days however, no effort proved successful and the device scheduled for replacement. No other resulting adverse patient effects were reported and the explant of the device was later confirmed. The explanted device is expected to be returned for laboratory analysis and another device of same model was implanted without additional adverse patient effects.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time communication during interrogation attempts were unsuccessful. Multiple programmers were used as an attempt to resolve the issue however the interrogation was unsuccessful as telemetry could not be established. The device did respond to magnet application with a rate of 100 bpm. An x-ray confirmed the device model and serial and continued attempts were tried for several consecutive days however, no effort proved successful and the device scheduled for replacement. No other resulting adverse patient effects were reported and the explant of the device was later confirmed. The explanted device is expected to be returned for laboratory analysis and another device of same model was implanted without additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device showed no telemetry. When the device was placed on the programmer the device was not identified. The device case was removed and an external power supply was connected to the device which showed normal current drain. The device battery underwent additional testing and no finding were observed and the cause of the no telemetry and inability to interrogate the device was not determined.